Event description:
Customer called to report a pod that made a funny noise during fill and she noted resistance. She filled the pod and wore the pod it for 18 hrs. When she activated the pod her bg reading was 249bg and went as high as 434 during the time it was in use. She then took the pod off and initiated a 2.5 unit bolus and she observed that insulin never came out. She then activated a new pod. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.